Event description:
International affiliate reports that the spike of a transfer set was broken. The set had been in use for about 4 months. There was no pt injury or medical intervention associated with this incident.